Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to customer error.

Event description:
It was reported that patient underwent a hip arthoscopy and labral repair on (B)(6) 2015. During the procedure, the suture anchors pulled out. Additional holes were drilled and two new suture anchors were utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 5 states, "care is to be taken to ensure adequate soft tissue fixation at the time of surgery." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02060 / 02061).